Event description:
The reporter indicated that a 13.2mm, vticm5_13.2 -3.00/1.5/067 (sphere/cylinder/axis) implantable collamer lens tore during loading. It was reported that the damaged was noted while pulling lens through the inserter. There was no patient contact. In the reporters opinion the cause of the event was the device, for cause details the reporter states " was stuck upon pulling through".

Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).